Event description:
It was reported by the customer contact, that the patient was receiving a heparin free dialysis treatment. Venous pressure was rising during treatment with frequent high venous pressure alarms and subsequent blood pump stoppage. The patient's blood was returned. A staff member was advised by the biomedical tech to "change out the blood pump". Blood pump was changed and a new set of lines and dialyzer were set up. Upon treatment re-initiation the patient coughed and lost consciousness. Nurse reports the patient blood pressure at this time was "152 over 80-something". AED was attached. No shock advised. 700ml normal saline solution was bolused. Patient became alert and oriented x 3. Ems arrived and transported patient to ER. He was not admitted and received no medical intervention. He returned the next day to complete a 2 hour treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Thus the complaint was deemed as not confirmed after plant investigation. All device history record were reviewed and there were no deviations or nonconformances during the manufacturing process. In addition, the labeling, material, and process controls were within specification range. Treatment sheet and medical history was reviewed. The system did clot and venous pressures did not appear elevated. The patient did receive normal saline flushes during treatment for system patency in lieu of heparin making it difficult to ascertain from the treatment sheet if the system was clotting due to lack of heparin or if the pump was indeed stopping. Technical supervisor, stated blood pumps do have to be changed out with the wear that comes from long hours of use. It can stop intermittently in these cases. He believed this pump to fall in that category which is why it would have been changed. The patient has a complicated cardiac history including pacemaker with a reported "loose wire". The patient event is more likely caused by the patient coughing triggering a vasovagal reaction and losing consciousness. It occurred after the blood was returned successfully and prior to the re-start of his treatment. His vital signs were within his usual range. He regained consciousness after saline bolus and was sent to the hospital for evaluation and was not admitted. This event is being reported as a malfunction.